Manufacturer narrative:
Device remains implanted. Packaging was discarded.

Event description:
It was reported, it came to our attention this item was used in surgery on (B)(6) 2011. Item 1896-5030s, lot# k621878 did expire on 31-jan-2011. This item was cycle counted out of oracle in (B)(6) 2010. The reason for being cycle counted out was due to the fact that after 3 attempts we were not able to locate this item at the consigned hospital, (B)(6). No other observations reported.